Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 44 and 55 mg/dl. Bg cause was not known. Customer consumed apple juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.